Event description:
The consumer reported four (4) false negative results on four (4) separate patients with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023. This MFR report is for test four (4) of four (4). The patient performed an additional test on the same day with a different brand (ihealth covid-19 antigen rapid test) and tested positive with this brand. The consumer confirmed there was no harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in their treatment.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use device discarded.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 192377 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 192377 and device part number 195-430h/ lot 187557. The lot met the required release specifications. (B)(4). A product deficiency has not been identified. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked. H3 other text : single use device discarded.

Event description:
The consumer reported four (4) false negative results on four (4) separate patients with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023. This MFR report is for test four (4) of four (4). The patient performed an additional test on the same day with a different brand (ihealth covid-19 antigen rapid test) and tested positive with this brand. The consumer confirmed there was no harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in their treatment.